Manufacturer narrative:
Investigation summary: batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. Evaluating the available photos it was possible to observe foreign matter - dirt. For the defect reported it can be stated that it is a punctual occurrence related to cleaning and line release during the start up of the mold. During start up the first cycles should be discarded and production released only after inspection. Following review of the batch history including review of process data and quality inspections and assessment of the reported incident, the batch involved in the complaint meets the acceptable 0.25% quality level (aql) being manufactured and released according. Production line operators will be notified of the occurrence. The defect identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that foreign liquid was seen inside the sealed bd plastipak¿ insulin syringe blister pack before use. The following information was provided by the initial reporter, translated from portuguese to english: "presence of foreign body inside sealed and sterile packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid was seen inside the sealed bd plastipak¿ insulin syringe blister pack before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "presence of foreign body inside sealed and sterile packaging."